Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was instructed to call back if the malfunction recurred, and they acknowledged and understood the instructions.